Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self test, and unexpected restart error test. The pump passed all operating currents tested with in the specification range and passed the off no power test. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window. There were no cracks or scratches on the lcd screen noted.

Event description:
The customer reported via phone call that his insulin pump was no longer working and gave several functional errors. Customer was then admitted into the hospital. Customer had a broken leg and got ammonia. The doctors took the customer off the pump and he has been off the pump since then. Customer stated there are scratches and cracks on the pump as well as on the lcd screen. Customer stated that the damage was caused by normal wear. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.